Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui and pelvic organ prolapse. It was also reported that following insertion the patient experienced frequent yeast infections, discomfort, recurrent prolapse and cannot have intercourse. The patient underwent layered repair of cystocele using pelvisoft mesh on (B)(6) 2005 due to recurrence of cystocele and excision of pubovaginal sling on (B)(6) 2006 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, vaginal discharge, hesitancy, and difficulty voiding.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, vaginal discharge, hesitancy, and difficulty voiding.